Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. Failure analysis (fa) found the long bipolar grasper had a broken conductor wire at the grip-crimp location. Broken piece was missing and size of missing piece is approximately .20¿ x .08¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that after a da vinci assisted procedure, the long bipolar grasper had a broken cable. The procedure was completed and there was no patient injury.